Event description:
This is a spontaneous case report received from a physician via sales representative in the united states 13-jan-2016. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent sterilization. Patient came back after essure insertion complaining of pelvic pain. An ultrasound was performed and physician elected to do a removal and removed fallopian tubes. Physician noted that on one side, essure device was through the fallopian tube (left or right side not known). The distal tip could be seen, as though the device had perforated. Physician told that the patient was really mad and she stated that she was going to sue bayer. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) surgically removed (approximately 6 years after its insertion). During the surgery, the device was seen through the fallopian tube; its distal tip could be seen as though device perforated. This event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in pelvic pain. In this particular case, the patient developed pelvic pain and after an ultrasound was performed; physician decided to remove essure. Although the exact mechanism of the reported perforation was not known; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis and follow-up information (perforation questionnaire) are being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 08-mar-2016 the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of quality deficit per se. In summary, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information (perforation questionnaire) received on 14-mar-2016 from physician: the patient was (B)(6) at time of the events. Her medical history includes 3 pregnancies and 3 deliveries. Ectopic pregnancy, c-section, spontaneous abortion and voluntary pregnancy termination were denied. She had no previous gynecological interventions. She was obese ((B)(6)). On (B)(6) 2009, essure was inserted. At the time, she was 6 weeks post-partum, her last delivery was not a c-section and she was not breastfeeding. Prior to the insertion no abnormal uterine findings were noted. The insertion was considered easy with easy visualization of tubal ostium. The fluid loss during hysteroscopy was not greater than 1500cc. The patient had no complaints immediately after insertion. The essure confirmation test was not performed. On (B)(6) 2015, an unilateral perforation on left side was diagnosed via laparoscopy. According to the physician, it was a partial perforation: the left essure coil was closer to uterus. Perforations of organs or intra-abdominal structure were denied. The device was removed, no signs of infection or inflammation were observed. The patient presented abdominal pain as symptom. The physician stated essure was removed by patient request. The physician reported the patient recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) surgically removed (approximately 6 years after its insertion). During the surgery, the device was seen through the fallopian tube; its distal tip could be seen as though device perforated. This event is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in abdominal/pelvic pain. In this particular case, the patient developed abdominopelvic pain and after an ultrasound was performed; physician decided to remove essure. Although the exact mechanism of the reported perforation was not known; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.